Event description:
The customer reported that the r-wave markers and associated beeps did not occur when they were using the device in the pacing mode. There was report of pt impact.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.